Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the afternoon of (B)(6) 2025, the patient started feeling dizzy. The cgm alerted with a reading of 259 mg/dl. The patient took metformin and passed out shortly after. When she passed out she bumped her head on the kitchen sink. The patient¿s husband found the patient and their son who is an emergency medical technician. Their son arrived an provided the patient sugar orally and the patient regained consciousness. The patient¿s bg was checked and it was 73 mg/dl while the cgm was 290 mg/dl. The sensor was removed after attempts to calibrate. The patient¿s son cleaned and stitched the patient¿s head wound from passing out. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The reported glucose values fall within the d zone of the parkes error grid after treatment by the son. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).